Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump exposed to moisture. Blood glucose was unknown. Customer reported that they have received the faulty reservoirs. Customer reported that insulin came out of the reservoir and is now in the reservoir compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test and self test. No moisture damage inside reservoir compartment, on electronic and motor assembly noted.